Event description:
Consumer alleges that the rollator is unstable & falling apart, causing her to allegedly fall twice. The alleged injury is unknown.

Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model 65650r no serial number/date code was provided. The user manual part number 1148077 was issued with this device. (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition is reported as a weakness in the lower body. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.